Event description:
Patient initially had an 8.0 flex shiley placed by aces (acute care emergency surgery). Developed purulent drainage from trach (3 days later) with resulting increased cleaning/packing of site at the direction of aces. Developed a cuff leak necessitating a trach change (4 days later) to an 8.0 xlt trach. Developed trach site bleeding the next day and is returning to or for revision of tracheostomy. Seeing a trend of complications secondary to new 8.0 shiley flex device.